Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.

Event description:
The customer states that while running axsym digoxin iii, an error code# 1118 (invalid test result intercept too low) was generated on a patient sample. The customer stated that she is sending the sample to a reference lab. There was no impact to patient management reported.